Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was not able to reproduce the issue; the master clutch was functioning. The fse reseated footrest cable and made electrical and mechanical adjustments to correct the reported complaint. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted transthoracic esophagectomy chest anastomosis surgical procedure, a nurse called to report that the master clutch on the surgeon side console (ssc) was not functioning properly and was intermittent. Since the issue had persisted since the procedure began, the surgeon switched to the second ssc in the dual system, which resolved the problem for the procedure. However, the issue remained with the affected ssc. The procedure was completed as planned with no report of patient injury.